Event description:
It was reported overheating at the connection between the cable and the handle.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: cp393-2 cable cp393-2 4.5m bipolar valleylab, lot 08-10, mfg date aug 2010. (B)(4). The returned devices were reviewed by quality engineer. Found the black plastic part on the handle and the cable are burned at the connection level. The handle is on short circuit. The burn of the plastic is the consequence of the formation of an electric arc probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues).